Manufacturer narrative:
The complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that the patient experienced a thrombus, st elevated myocardial infarction (stemi). A synergy¿ was implanted in unspecified lesion. Within 2 hours the patient returned to the cardiac cath lab and an angiogram revealed a stent thrombosis. The patient had experienced an st elevated myocardial infarction (stemi). It was noted that when they arrive the first time to the cath lab and there was thrombus already present. Prior to the first procedure the patient received 5000 heparin in the emergency room. They were transported to the cath lab and they received another 3000 units of heparin. To treat the thrombus a second angioplasty procedure was performed